Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that after they applied the sensor, about a day later it began itching, which intensified over time to a non-stop burning feeling. When the sensor was later removed, they found yellow pus covering an inflamed red rash that covered the entire sensor patch area. The wound was slowly healing but the area was now scarred. The patient cleaned the affected area with peroxide and alcohol and applied over-the-counter neosporin but did not seek any third-party medical intervention. A photo received shows a red excoriated rash with multiple bumps and blisters. No additional patient or event information is available.